Event description:
The pump was returned for investigation. Investigation revealed that a no audio tone was detected due to a failed electrical connection in the audible alarm circuit. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no audio tones detected when the pump was tested. Evaluation revealed a failed electrical connection was found in the audible alarm circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.